Event description:
A medtronic ent representative reported the site's vertek arm is not tightening properly. The allegation was made outside the surgical arena. There was no pt present.

Manufacturer narrative:
No pt was present. The reporter stated the site has several new vertek arms. The suspected device is not expected to be returned to the manufacturer for evaluation.